Event description:
A consumer implanted for failed back surgery syndrome and spinal pain reported via the manufacturer's representative (rep) the implant caused severe back pain. There were no environmental/external factors that could have caused this, no troubleshooting was performed related to this, and no other interventions or actions were taken regarding the issue. As a result of the pain the device was explanted on (B)(6) 2012 which was the day after it was implanted. Following this the issue was resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.